Event description:
(B)(6) female seen in physician's office for knee injection of synvisc on (B)(6) 2012. Admitted to hospital on (B)(6) 2012 with pain and swelling of injected knee. Had surgery for a washout and partial meniscectomy; c and s of knee aspirate grew streptococcus mitis and streptococcus oralis. Had good outcome following 9 weeks of antibiotic therapy. The synvisc may have been the source of contamination. Dose or amount: 48 mg, frequency: once, route: intra-articular. Dates of use: one-time injection (B)(6) 2012.